Event description:
It was reported that the customer's reservoir was possibly leaking. Her blood glucose was 61 mg/dl. She treated with food. The customer stated there was 25 units of insulin that was unaccounted for. The customer stated there was no fluid visible in the battery or reservoir compartment, or under the lcd window. She also stated there were no cracks or splits in the barrel and all components were present. The customer was unsure whether the leak source could have been the infusion set. She further stated the insulin pump was not dropped with set and reservoir in place. The customer changed the set and was monitoring her blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.